Event description:
Boston scientific received information stating: during the implant procedure for the epicardial left ventricular (l v) lead, the competitor pacing system analyzer (psa) measured an impedance measurement of 1400 ohms. Once the device was connected, the impedance measurements were greater than 2000 ohms. Additionally, there were high threshold measurements. The decision was made to leave the lead and device implanted. (B)(6) hospital (B)(6) united kingdom no implant dates available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).